Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event, and the root cause is therefore unknown at this time. (B) (4).

Event description:
Adverse event(s): "post-operative pseudomonas aeruginosa endophthalmitis" (endophthalmitis). Product problem(s): " no conclusion for source of infection" (no known device problem). Alcon was notified of these events via a literature search. Three cases of post-operative pseudomonas aeruginosa endophthalmitis were reported. The article stated exogenous sources to be considered for an endophthalmitis outbreak are the operating room team, the operating room air, contaminated intraocular lenses, irrigation fluids, and surgical equipment may contribute to a certain extent. The same bacterium was cultured from the patients and suggests a common source of the infection. The article also mentioned the only place the pseudomonas aeruginosa was found was in the system internal tubing containing the ringer's lactate solution. The article could not conclude, however, that the proven source of the infection was the ringer's lactate solution. Multiple attempts were made for more information on the event and patient status with no response to date.